Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from a biomedical engineer (bme) reporting that the touchscreen on the v60 ventilator was not working properly. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the device with the bme and confirmed the reported issue. The bme reported that the touchscreen passed calibration but remained unresponsive in the lower corners. The rse advised touchscreen replacement per the v60 service manual recommendations and provided the customer with details for the part order.